Event description:
This is an alternating pressure mattress with controller that connects with a communication cable. The communication cable was found disconnected and the display indicating "check connectors". The air cylinders were over-inflated and the pt rolled out of bed. Pt was bruised, no serious injury.

Manufacturer narrative:
In following up with rep, FDA regarding an MDR associated with the pressureguard easy air, MDR#1041130-2006-00001, it was found that another MDR had been received from nursing home. Span-america has not received a copy of the MDR report as of this filing. The product was returned to span-america for investigation. The pressureguard IV performs the alternating pressure function through adjustment of the internal air pressures of the air cylinders, inflating and deflating according to the mode selected. The pressure sensors are mounted inside the mattress, and the readings communicated to the controller (typically hangs at the foot-end of the bed) by the communication cable. The system includes a service required feature, whereby if air pressure set points are not achieved within 15 minutes, the systems beeps by audible alarm and the system shuts down. There is also a mechanics1 pressure relief valve with an activation set point of 2 psi as an additional safeguard for this system. In the evaluation of the returned unit, over-inflation of the air system was verified with the communication cable disconnected. The communication cable being disconnected would be considered to be a user error. The pressure relief valve malfunctioned as it failed to activate, maybe as a result of age of the unit. The failure of the pressure relief valve to activate combined with user error regarding disconnection of the communication cable allowed the air system over-inflated. This model was discontinued in 1997 and a new model, the pressureguard turn select was introduced. The turn select also includes the pressure relief valve. The controls are mounted inside the mattress, thus preventing the possibility of user error due to disconnection of the communication cable. Product 9 yrs old w/ 2-yr warranty.